Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 35 mg/dl. The customer declined to provide additional information or perform troubleshooting with tandem technical support.